Manufacturer narrative:
Field service tightened the spring that holds the architect i2000sr processing module front cover upright which resolved the issue. There have been no subsequent contacts from the customer in regards to the cover being loose. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The processing module front cover on the architect i2000sr analyzer, serial number (B)(4), was loose and had the potential to not remain in an upright position. The customer was aware of the loose cover and was careful while operating the analyzer. No injury occurred. Field service tightened the spring that holds the cover upright to resolve the issue.